Event description:
It was reported that when using the bd pyxis¿ es server, all stations were not communicating with the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where all stations were not communicating. A technical support specialist (tss) dialed into the server and checked the messages. It was confirmed that the data was not currently crossing over, and the interface status was showing disconnected. The random access memory (ram) usage on the application server was checked and found to be below 95%, indicating no memory related issues. The tss informed the customer that there was a delay originating from the admission, discharge, and transfer or meditech healthcare information system. Tss restarted the services, deployed the interface service utility, ran a script again to check the status of the messages and messages were not still crossing currently and there was a delay. The customer was advised to check the adt or meditech system, as the issue was on their end. The customer reached out directly to the meditech support team for further clarification. The tss contacted the customer and confirmed that the problem was resolved. The system functioned as intended after the technical support specialist assessed the device.